Event description:
The patient was seen in clinic for a routine checkup and when their device was checked, it was found to be disabled. The nurse practitioner was able to successfully re-enable stimulation. The patient's settings were lowered from 2ma to 0.75ma and the off time was changed from 1.8min to 3min. The patient is unaware of any incident that could've caused the device to turn off. A device history records review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufacturer with the new gc5 firmware. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.